Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the objective lens adhesive, light guide (lg) lens adhesive, and distal end had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The customer returned the duodenovideoscope for annual inspection with no allegations against the product. In addition to the reportable findings documented in b5, non-reportable evaluation are as follows; the suction cylinder (s-cylinder) had discoloration, upward/downward knob (u/d knob) had a scratch, distal end was shaved and had residual liquid, and the adhesive around objective lens had discoloration. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reprocessing steps at the material residue point were not deviated from the instruction manual. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.